Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive. Reportedly, the customer accidentally placed the pump into storage mode. Customer experienced an elevated blood glucose (bg) level of 548 mg/dl. Manual insulin injections were administered to address elevated bg level.